Manufacturer narrative:
1. The customer returned a photo, but did not return the defective sample. The photo showed blood oozing from the end of the septum. 2. DHR/bhr review lot#4016690 1-the products of this batch were assembled at intima ii auto line 3 in march 2024, and packaged at r240 package line and cfs package line in march 2024. Work order quantity was (B)(4); 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3-the leakage test results of 800pcs in process testing and 32pcs in outgoing testing were within the product specifications. 4-no unqualified, deviation or rework activities in the production process. 5-the septum assembly equipment without abnormal maintenance. 3. The retained sample of this batch was taken for related testing: 800mm simulated clinical leakage test. No leakage was found at the septum. Please see the attached test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned photo showed blood oozing from the end of the septum, and the root cause of this defect could not be determined because no abnormalities were found in the process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample was received for further examination.

Event description:
The specific location is that the septum at the bottom of the hub leaks, leaking outside the needle. There were no multiple times. At that time, there was a syringe connected but not yet pushed, and the indwelling needle was not damaged. In addition, if there are any questions about this incident, you can ask all at once when you call for feedback at the time, or ask all at once in one email, rather than asking other questions after each response, back and forth several times.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leakage at the base was found when the tube was passed before use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.